Event description:
Received information stating customer's fill estimate gauge displayed 90 units after loading the cartridge. The following morning, the pump gauge displayed 50 units. Reportedly, the customer's blood glucose level was impacted. Contact stated that bg's have been fine since changing out cartridge and infusion set.

Manufacturer narrative:
Review of pump data by tandem technical support did not suggest any fill estimate discrepancy and showed a consistent decrease in the amount of insulin displayed on the fill estimate. No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.